Event description:
This extension was intended for pt implant in (B)(6). During the procedure, invalid impedance measurements were noted for the device. Attempts to rectify this matter by reconnecting the extension to the ipg and lead were unsuccessful. The impedance issues were confirmed upon further independent testing of the extension. As such, a new device was used to complete successfully complete the case.

Manufacturer narrative:
Evaluation: results: the complaint of "invalid impedance" was confirmed; as received the 3383 extension was visually examined under the microscope and the wire for channel 8 was detached from the weld joint. Conductivity testing showed channel 8 to be open. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.